Manufacturer narrative:
Patient's age, sex, weight, event date, implant date and explant date were not provided. When the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Event description:
Per complaint (B)(4), claim form received with missing information, contacted customer for additional information.